Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received and it was reported that the patient underwent surgical intervention on (B)(6) 2023 in which the patients ipg was replaced. Therapy was restored following the operation.

Manufacturer narrative:
It was reported to abbott, a patient underwent two surgeries where electrocautery may have been used. The patient reported they had placed the ipg in surgery mode. The rep was unable to recover the device. The issue was resolved with replacement of the ipg. There were no complications and effective therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.